Event description:
It was reported that the pt was admitted to the hosp with her ipg fully exposed through her left abdominal side. The pt had been that way for almost a week and stated that the ipg "fell out" while she was going to the bathroom. After it came out of her body the pt felt a shocking sensation at the site. The ipg was 50% exposed and lying perpendicular to the abdominal muscle. Around the ipg and on the ipg itself there appeared to be infected skin that had scabbed over. During surgery it was noted that there was a tear of unk cause in the pt's skin about two inches below the initial implant site. The physician contemplated re-implanting the same device contralaterally but decided against it as the pt was known to carry mrsa in her nasal cavities and had mrsa infections in the past. The entire system was removed. Further info is being requested from the hcp.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.